Event description:
The information provided to sjm indicated a patient underwent aortic valve replacement with a 21mm sjm epic supra tissue valve in 2006. In 2009 the valve was explanted due to high gradient and was replaced with a 25mm non-sjm prosthesis. The patient expired in 2013. The physician does not allege the device was the cause of the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported high gradient remains unknown. However, information received indicated the physician did not allege the event was caused by the device.